Event description:
Customer reported the insulin pump alarmed battery out limit. Customer stated he wore the device on a bike ride and he was perspiring. The device alarmed and now the buttons are not responding. Customer does not know blood glucose. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
This MDR related to the(B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.